Event description:
It was reported that the atrial lead dislodged and unacceptable measurements for sensing and threshold were observed. The lead was explanted and replaced. Problem with helix was also mentioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found. The extension of the helix was within specification. Dried body fluids inside the inner insulation and helix housing prevented the helix retraction.